Event description:
During service, the baxter repair technician reported damaged batteries. The hosp representative did not have information regarding whether there have been any reports of any pt injury or medical intervention.